Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which observed a hole in the spike. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. Due to the nature of the reported problem no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole near the spike and drip chamber of a clearlink system continu-flo solution set which resulted in a leak of medication. This issue was identified during priming. There was no patient involvement. No additional information is available.